Manufacturer narrative:
(B)(4). The complaint sample has not been received for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by an optometrist (ecp), a consumer was diagnosed with acanthamoeba keratitis. Further information received via telephone contact with the reporting ecp on (B)(6) 2017 stated that the consumer had been referred to an eye specialist. Initially, there was uncertainty as to whether or not acanthamoeba keratitis was the definitive diagnosis; the consumer presented with all the ¿common signs,¿ however the treating physician was unable to confirm the diagnosis by microscopic examination. It was reported that the consumer experienced severe vision loss due to corneal scarring. Further information received via medical records from the eye specialist stated that the consumer was referred to them by the reporting ecp upon being treated for presumed acanthamoeba keratitis. The consumer presented to the specialist on a treatment regimen consisting of propamidine isethionate, ofloxacin, and chlorhexidine eye drops (two drops hourly), as well as atropine twice a day; the consumer reported stinging with the use of the propamidine isethionate eye drops. Upon physical examination, fine upper lid papillae and mild conjunctival congestion were seen on the left side (os). An inactive 1.0 mm white anterior stromal corneal opacity was seen, with no overlying epithelial defect; a partial ring-shaped opacity (¿immune ring¿) was seen inferiorly to this, measuring 2.0 mm across. Faint areas of epithelial irregularity in the peripheral cornea was present at around the 7 and 8 o¿clock positions. No perineural infiltrates or anterior chamber cells were seen. The consumer was diagnosed with os microbial keratitis, possibly due to acanthamoeba or other/undefined etiology. The eye specialist stated that the consumer could possibly have had acanthamoeba keratitis, which responded well to the previous treatment prescribed, also stating that the clinical appearances seen at the time of the specialist¿s examination were not typical for such; the eye specialist could not easily provide a clinical diagnosis, given that the consumer had already commenced treatment for acanthamoeba keratitis prior to the specialist¿s consultation and was improving. It was reported that the consumer may have had a contact lens associated bacterial keratitis with an associated partial immune ring, also stating that these rings were uncommon and mainly seen in the context of fungal keratitis. The eye specialist advised the consumer to reduce the ofloxacin to four times a day, discontinue the atropine, and to continue with the propamidine isethionate and chlorhexidine eye drops (two drops hourly). Additional information has been requested but not yet received.

Manufacturer narrative:
The complaint product was returned for evaluation and was found to meet manufacturing specifications. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. Retain sample were inspected and no defects were found. The root cause could not be determined. (B)(4).